Event description:
Per pt's nurse analysis - both cadd ms3 pumps serial numbers (B)(4) are giving an occlusion error despite no occlusion in the tubing - they tried new tubing, new batteries and a new site with each pump and are still getting the error - no harm to patient - sending them two new pumps for tomorrow and they will return the broken pumps to ups - no further information available. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.